Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the reported that the right atrial (ra) lead exhibited undersensing, resulting in the patient being inappropriately shocked by the implantable cardioverter defibrillator (ICD) for detecting an atrial driven fast ventricular tachycardia (fvt) arrhythmia as a ventricular tachycardia (vt) episode. The lead remains in use. No further patient complications have been reported as a result of this event.